Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) a faradrive steerable sheath clear was selected for use. After the sheath was inserted into the patient the transeptal dilator was removed and a non-boston scientific catheter was introduced. After this blood was seen flowing from the valve on the distal end of the sheath handle. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) a faradrive steerable sheath clear was selected for use. After the sheath was inserted into the patient the transeptal dilator was removed and a non-boston scientific catheter was introduced. After this blood was seen flowing from the valve on the distal end of the sheath handle. The sheath was replaced and the procedure was completed. No patient complications were reported. The device was returned for analysis. It was further reported that the flow of blood out of the distal end of the sheath was fast and constant.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. B5: describe event or problem - updated with additional information around the event.